Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient's transfer set came loose. On an unknown date, the patient experienced peritonitis. The nurse was unsure, but stated the cause of the peritonitis may have been that the patient's transfer set came loose. It was unknown whether a peritoneal effluent culture was performed. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment information was not reported. At the time of this report, the patient was recovering. Outcome for transfer set came loose was not reported. It was not reported whether dianeal therapy was ongoing. The nurse reported that the event of peritonitis was not related to dianeal therapy. An opinion of causality was not provided for the event of transfer set came loose. ((B)(6) 2011):follow-up information was received from the pd nurse. Adverse event information, onset date, labs, treatment, discharge date and suspect product information were added or revised. The adverse event of transfer set came loose was removed. The nurse reported the following. The nurse confirmed that the transfer set came loose but the transfer set never came undone or touched anything. The patient re-tightened the transfer set. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. Treatment included ip vancomycin, 1,750 mg twice a week (duration and start/stop dates not reported). On (B)(6) 2011, the patient was discharged and was recovering. Dianeal therapy was ongoing. On (B)(6) 2011, product surveillance contacted the facility and spoke with peritoneal dialysis (pd) nurse regarding the report of peritonitis on this patient. Pd nurse states that the connection issue was with the catheter adapter and the transfer set. It is unknown what type of adapter the patient has. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested for evaluation. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 for this peritonitis incident.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed and the cause was not identified because no sample was returned to baxter, and the lot number was not provided. A review of all batch record documents was performed on h11c03013 with no issues noted during the manufacturing process.